Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced ongoing blood glucose (bg) levels above 600 mg/dl with an unknown cause. Customer addressed bg by changing infusion sets and delivering bolus insulin as well as manual injections. After speaking with tandem technical support (cts), the customer reported that the pump was not the cause of elevated bg and indicated that cts would be contacted if the issue persisted after completing an infusion set change. The customer did not contact cts regarding the issue.